Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-dec-2017 with the following findings: the battery compartment was cracked. The display screen was dim and discolored. Initial reporter: animas corporation. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display screen was dim and discolored. This report is made based on results of investigation completed on 19-dec-2017.